Event description:
Endo clip iii clip applier was used to clip cystic duct. It fired the first time, but jammed when fired a second time. It is unknown if there was tissue attached when the second attempt at firing occurred.